Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm during the load process. The customer was able to load a new cartridge onto the pump and continue the load process. It was also reported that the pump battery dropped suddenly from 75% to 5%. Following the battery drop, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 182 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.